Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our service technician. It was reported that the ventilator failed the pre-use check. The fault was isolated to the turbine module which was replaced and returned for investigation. The ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced the described customer issue regarding failing pre-use check. The ventilator failed the pressure transducer test. The turbine was tested in a ventilation test using a test lung with no anomalies found. A defect turbine in the turbine module caused the unit to fail the pre-use check. Replacement of the turbine resulted in passing the pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).